Manufacturer narrative:
One 120805f catheter was returned for examination. The reported event of "the balloon burst" was confirmed. As received, the catheter tip was bent. The balloon was found torn near the proximal windings. The distal windings were removed, and balloon latex was relaxed. The edges of the torn region did not appear to match. Both balloon windings were intact. No other visible damage was observed from the catheter. The thru lumen was patent without any leakage or occlusion. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Balloon rupture and catheter separation, as a result of excessive pull force applied to remove adherent material, are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ in this case, the balloon burst before use in a patient and no complications were reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that before use in a patient, during the test of this fogarty catheter, the balloon burst. There was no allegation of patient injury. The device was available for evaluation.